Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that on (B)(6) 2021, the initial test was performed with the cobas® liat® system sn (B)(4), and generated sars-cov-2 positive influenza a negative, influenza b negative. Subsequently, the same sample was repeated with the same cobas® liat® and the novel coronavirus (2019-ncov) nucleic acid diagnostic kit (sansure biotech inc), the results were negative. The following day (B)(6) 2021, a new swab was re-collected and repeated with the same cobas® liat® and the novel coronavirus (2019-ncov) nucleic acid diagnostic kit (sansure biotech inc). The results were negative. The positive result was reported to the patient and or/ medical personnel treating the patient. No indication of patient harm or injury. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
A review of the raw data indicates that the run #270 produced a sars positive result with a CT of 35, in the lod range and the curve is normal, an indication of true amplification. Run #273m was a valid negative, in addition the overall data set does not show any abnormalities. The analyzer looks like its performing well as intended. Furthermore, it is possible that the original sample produced positive results due to contamination. However, this represents a lod sample, which can waver in results upon repeat. Overall, no product problem seen. The customer's allegation is substantiated. (B)(4).